Event description:
It was reported that the customer had a a47 alarm on the insulin pump. The customer's blood glucose level was 190 mg/dl. The customer stated that a temp basal was programmed before the a47 alarm. The customer was advised that they need to reprogram the temp basal if necessary. It was explained to the customer that the insulin pump may give an a47 alarm if without battery for an extended period of time. The patient was advised to monitor and call back if issue persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.